Event description:
A 3.5mm diameter by 12mm length s7 stent delivery system was inserted for treatment of a distal lesion in the right coronary artery. It was not possible to cross the moderately calcified lesion due to the severe tortuosity in the coronary artery. Therefore, the stent delivery system was pulled back into the guide catheter and removed from the pt. The guidewire wa exchanged for another guidewire and the lesion was pre-dilated with a 3.5mm diameter ptca balloon. The s7 stent delivery system was re-inserted into the coronary artery and still could not cross the lesion. Upon removal, the stent dislodged from the delivery balloon when the stent was pulled back into the guide catheter. The dislodged stent was deployed in the proximal right coronary artery using the ptca balloon. The procedure was completed with the deployment of an s7 stent at the target lesion as well as an s7 stent at a proximal lesion in the right coronary artery. The pt was reported fine post procedure and there is no additional clinical sequelae reported related to this event. It was reported that the physician believed the severe tortuosity of the coronary artery likely contributed to the stent dislodgement. Lesion morphology and the instructions for use not being followed for removal of an undeployed stent contributed to the stent dislodgement.